Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis revealed right ventricular (rv) oversensing and rv twave oversensing. Concomitant products: 4076 implantable pacing lead (B)(6) 2011; 4196 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that there was a right ventricular lead noise warning and a right ventricular lead integrity alert. It was also reported that there was ventricular tachycardia/ventricular fibrillation with twave oversensing seen in the episodes. The lead remains in use. No patient complications have been reported as a result of this event.